Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed no the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, and observed a crack in sensor neck which is indicative of an insertion failure. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. DHR's (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A customer reported receiving the message "replace sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2019 the customer did not have an alternate way to measure his blood glucose and subsequently suffered a hypoglycemic event due to being unable to perform a sensor scan with his freestyle libre device. The wife treated the customer with "sugar water" as the customer was not able to treat themselves there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the message "replace sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer did not have an alternate way to measure his blood glucose and subsequently suffered a hypoglycemic event due to being unable to perform a sensor scan with his freestyle libre device. The wife treated the customer with "sugar water" as the customer was not able to treat themselves there was no report of death or permanent injury associated with this event.